Manufacturer narrative:
The pump user guide states: "change your cartridge every 48¿72 hours as recommended by your healthcare provider. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced multiple occlusion alarms. Reportedly, customer was using pump supplies past labeling. There was no adverse impact to the customer's blood glucose level. Customer changed pump supplies to resolve issue.